Event description:
It was reported that (1) device was used during an above knee femoral popliteal. It was reported by the rep that the al236 from a ktv13 kit (lot #n4j6ey) was used and fired successfully 2 clips. However when the 3rd clip application was attempted, it appeared that the clip applier was empty. An alternative allport was used (al326) and the case was completed without any patient consequence. There was no consequence to the pt.